Event description:
During a laparoscopic nissen fundoplication procedrue, the babcock handles separated and locking button would not function properly. Case completed with another product of the same product code. No pt consequences.